Event description:
It was reported that the patient has expired approximately after implant duration of 0.01 months due to unknown reasons. It is unknown if the death was device related. No further details were provided. Information learned from implant registry. It was additionally reported that a second device, model #2800, was explanted. Refer to MFR #6000002-2008-08736.

Manufacturer narrative:
Device not returned.